Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, july 14, 2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station time was off by 15 minutes. A technical support specialist dialed into the station and corrected the system time, then used the power shell command to verify the configured time zone and confirmed that the device was set to eastern standard time (est). After validating the settings, the tss rebooted the machine to ensure all changes were applied successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time was off by 15 minutes, causing confusion for nurses when pulling medications. The customer attempted troubleshooting by rebooting the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. However, there were no delay or adverse events or injuries reported based on this event.